Event description:
Olympus was informed that during an unspecified procedure, the subject device was used and the patient sustained a colon perforation, and had to undergo a surgery to rectify the issue.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain more information regarding the report, but with no result. The olympus field service engineer (fse) was informed that during an unspecified procedure, the subject device was used with a non-olympus electrosurgical unit, but no further details was provided. The fse was requested for another in-service on the use of the subject device. The fse advised the user not to use the subject device until the second in-service is completed. The fse tested the unit and the unit seemed to work fine. The subject device was not returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time. If additional information becomes available a supplemental report will follow.